Manufacturer narrative:
The customer called back and stated they ordered parts themselves and the issue has been resolved. Multiple attempts were made to obtain clarifying information on the repair/service of the device have been unsuccessful.

Manufacturer narrative:
The customer called back and stated they ordered parts themselves, and the issue had been resolved. The customer ran the performance verification testing, and the unit failed the airflow accuracy testing, so the flow sensor was replaced to address the problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
The biomed reported to philip's remote service engineer (rse) low leak carbon dioxide (c02) rebreathing alarm when powering on the unit. The biomed advised no significant errors in the logs. The rse advised the biomed to perform performance verification test (pvt) to help diagnose the issue. The biomed advised to run pvt and call back with any issues. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.